Event description:
It was reported that the patient had an adverse event and the event occurred post procedure when the patient was in recovery room. About an hour after the procedure, staff members observed that "something was wrong with the patient and that the patient was being brought back to the lab to drain the blood out." Pericardiocentesis was performed on the patient. The reporter did not have any further details and did not know the patient's status at the time of reporting as the reporter has not spoken to the physician. The procedure completed was a pulsed field ablation (pfa) with a boston scientific farapulse system. The patient was stable through the procedure and on transfer to recovery. When the physician was attempting to advance the farapulse catheter into the right inferior pulmonary vein, the catheter and faradrive sheath appeared to fall into the right atrium. The visualization of the farapulse catheter was lost on the carto 3 system display but position was confirmed on x-ray. The reporter was "unsure' of the sheath position on x-ray after the sheath was re-introduced to the left atrium. The physician did not use intracardiac ultrasound at the end of the procedure to check for effusion. Bwi products used: soundstar ge 8fr (10439236 lot unknown), cs f-curve (d135304 lot unknown), octaray 3-3-3-3-3mm spacing (d-1609-03 lot unknown). All catheters were discarded at the end of the procedure and are not available for return. Non-bwi products used: boston scientific faradrive sheath. Pt code: 2687. Device code: 3009. Ref reports: mw5179792, mw5179793.